Event description:
The dr experienced a scleral burn on one pt during a routine phacoemulsification procedure. The dr indicated that he thought the tip may have occluded. The pt is expected to recover fully.